Manufacturer narrative:
B2. Outcomes attributed to adverse event - correction - "required intervention to prevent permanent impairment/damage" and "other serious" was not selected in initial MDR. H3. Device evaluated by MFR? - correction - no device evaluation is needed for the report of infection as the infection is not related to the functionality of the device. H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had their device explanted due to the patient picking at their generator. No additional relevant information has been received to date.